Event description:
The patient called lifescan (lfs) and in 08/2005 and alleged that their meter was prompting a not ok message. Medical affairs attempted unsuccessfully to speak to the patient for more clinical information. A letter has been sent as a second attempt. The patient was obtaining a not ok message while attempting to test. They went to the emergency room and their blood glucose result on the hospital meter was 600mg/dl. Patient was treated with 30 units of novolin insulin and an IV. The patient reported experiencing chest pain. It is not known how long the patient was experiencing the issue with the meter, nor is the patient's medication regimen. The meter issue was not resolved with troubleshooting. A replacement meter has been sent. This complaint is being reported as a malfunction because the meter issue was not resolved with troubleshooting. There is no evidence of the meter contributing to a serious injury because co does not know how long the patient was unable to test on their meter or the patient's medication regimen.